Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2021. H6 component code: g07002 - device not returned. Additional information was requested, and the following was obtained: it was reported that " 2-0 prolene snapped in half during graft anastomosis" . Does it mean that the suture/thread broke? Yes the thread broke in half approx. Mid-length. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? No patient adverse reported was procedure successfully completed? Yes, with another suture. The following information was requested, but unavailable: could you please provide the lot number and product code for the chromic gut involved in this procedure? Procedure name: event date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. During the procedure, the needle came off after first throw. There were no patient consequences. Another like suture was used to complete the procedure.